Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-03. H6: investigation summary: bd received one samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter inside tube was observed. Additionally, the customer samples were evaluated by visual examination ftir testing and the issue of foreign matter was observed. The unidentified matter is heterogeneous with a greasy/oily substance and clear, thin, ribbon-like fibers and thicker, red solid fibers (not woven) comprising the ¿ball¿ of material found in the tube. The spectra collected indicated a strong alkane presence indicating possible polyethylene materials for the fibers and/or high alkane content in grease/oil. K2edta was also evident in a portion of the sample. Additionally 100 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10/

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: according to the customer's report, the hcp discovered an insect-like fm inside the tube before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: according to the customer's report, the hcp discovered an insect-like fm inside the tube before use.